Event description:
During cardiac catheterization procedure, normal saline solution was set to be delivered via infusion pump at 50 ml/hr. Machine actually set at 500 ml/hr. Not detected till 20 minutes later.

Event description:
The device was not available for investigation or analysis. The customer did not wish to return the device for investigation and as far as company's are aware the device continues to be in service at the customer site.

Event description:
The device was not available for investigation and analysis. The customer did not wish to return the device for investigation and as far as co is aware the device continues to be in service at the customer site.